Event description:
Event description cpi received information that this bipolar lead was removed from service due to oversensing. At the explant procedure insulation breakage was noted. A new lead of the same model was implanted.